Manufacturer narrative:
It was reported that "the nebulizer turned on and seemed to be functioning as normal. However, about one hour later the medication was still in the bowl and some bubbles in the tubing". It was reported that the user was unable to administer prescribed medications. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device is "not misting".